Event description:
It was reported that the customer received a failed battery test on the insulin pump. The customer's blood glucose was 105 mg/dl. The battery contacts were neither missing nor damaged. The battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contacts with a cotton swab and alcohol and to wait a minute for the alcohol to dry. The customer tried a new battery and received a failed battery test. The customer was advised revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.